Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient was diagnosed with hydrocephalus and underwent ventriculoperitoneal (vp) shunt placement on (B)(6) 2024. Postoperatively, the shunt valve pressure was gradually adjusted. On (B)(6) 2025, a follow up CT scan showed no significant reduction in ventricular size, but confirmed patency of the peritoneal catheter. On (B)(6) 2025, repeated CT scan revealed persistent ventriculomegaly, prompting further reduction of shunt valve pressure. By (B)(6) 2025, no improvement was observed, suggesting shunt valve malfunction. On (B)(6) 2026, imaging confirmed recurrent ventriculomegaly, and the patient underwent shunt valve replacement with a new valve (ID 823101). The pressure was set at 90 mmh2o. The patient currently exhibits mild improvement in mental status, though ventriculomegaly persists. A continued follow-up is advised.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to biological debris: as mentioned in the IFU "accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.